Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the patient was revised because of metallosis, dark discolored soft tissue, and osteolysis. Doi: (B)(6) 2005, dor: (B)(6) 2012 (left hip). Update: clinical paperwork received (B)(6) 2012. There is no new information that would change the MDR decision. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, fluid build-up and erosion of the acetabulum, femur and surrounding structures. There is no additional information that would affect the outcome of this investigation. Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had corrosion material at the trunnion. Records are available for further review.